Event description:
It was reported that the infusion pump did not detect in the IV tubing while it was in use on a pt. The infusion pump was removed from use. No medical or surgical intervention was required.